Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, upon unpacking the mapping catheter, a kink was observed. The mapping catheter was replaced with resolution. The case was completed with cryo. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: visual inspection of mapping catheter 990063-020, lot# 219018378, was performed. Visual inspection of the pebax segment area was performed. Inspection identified a pebax tubing and shaft fitting damage. The outer diameter of pebax tubing and shaft was not within specification. The inspection also identified a pebax tubing kink at pebax tubing and shaft fitting. In conclusion, the reported (shaft kink) was confirmed through testing. The mapping catheter failed inspection due to a loop kink at the joint of the shaft and the pebax tubing. If information is provided in the future, a supplemental report will be issued.